Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a warning screen indicating a fault had occurred. Tachy and brady therapy was disabled. The ICD is scheduled for replacment.